Event description:
Patient with left ventricular assist device (lvad) therapy for 10 weeks presents with first event cerebrovascular accident (cva) in setting of inr 2.3 and sudden increase in ldh to 1800 (likely lvad related hemolysis). Ld peaked at 3300 and alteration in lvad performance was observed. Patient was critically ill with infectious issues, dialysis, lvad related hemolysis/thrombosis, multi drug resistant pseudomonas pneumonia and concern for ischemic bowel following the implant of the lvad. Following lvad implant, he was unable to tolerate being out of the ICU setting more than 1-2 days at a time, and eventually expired in the ICU due to multi-system organ failure and shock.